Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called 911 and was hospitalized on (B)(6) 2014. Customer's blood glucose levels at the time of the incident is the 400mg/dl range. The customer was wearing the insulin pump at the time of hospitalization. Customer stated that he was in an accident, and everything is blurry. Troubleshooting occured. No additional information was provided.